Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt had one lesion treated. One endeavor rx drug-eluting stent implanted to proximal rca. It was reported that an mi occurred on same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Pt was asymptomatic at one month, six month, one year and 1.5 year follow-up.

Manufacturer narrative:
(B) (4). Evaluation, results: mi.